Manufacturer narrative:
The account replaced the brake/steer caster to repair the stretcher.

Event description:
The account alleged that the brake/steer caster is not locking and continues to swivel when the brake is set.